Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Additional information received indicated that the reported issue resolved and customer did not replace the pump.